Event description:
The surgeon implanted a collamer lens model cc4204bf, diopter 21.0, and the trailing haptic tore during insetion. The lens was implanted and removed without pt injury. Contact stated the lens was damaged by the injector. It was indicated that the indio-p injector and sfc-25 fp cartridge were used, but th elot numbers were unk.